Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 296 mg/dl and a corrective bolus was delivered via the pump to address the high bg. The contact stated that the cause of the high bg was due to the customer eating extra candy.